Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the trevo provue core wire was fractured at approximately 177.5cm from its proximal end and the core wire was approximately 1.5cm in the ss coil. There was a small amount of blood found on the core wire. No sign of stretching or kinking were found on the core wire distal end and ss coil. Sem (scanning electron microscopy) micrographs were obtained on the proximal separation site of the core wire and the coil (the distal separated section of the device containing the stent was not returned for analysis). Given the dimpling pattern revealed in the sem analysis, the fracture was most likely ductile and occurred from a tensional overload. No material anomalies or inclusions were noted. In addition, energy-dispersive x-ray spectroscopy analysis (edx) was performed on the coil. Sem-edx analysis showed elements which could have originated in manufacturing or from the procedure. There was gold, tin, iron, nickel, chromium, manganese, and silicon found in the edx analysis. The gold and tin elements represent evidence of the solder used in the manufacturing process to connect the core wire to the distal stent. The stent section was not returned as it remained implanted. Additional information stated that the anatomy was severe tortuous. There were calcifications in the whole internal carotid artery (ica) and the thrombus was really hard. In the physician¿s opinion, the cause of the device breaking was probably a combination of calcification in the ica and hard pulling (too much tension) on the stent retriever. Based on the investigation results and the reported information, it is believed that the reported and observed retriever core wire fracture occurred under a tensional overload from a combination of the anatomical tortuosity, hard calcified clot, and too much pulling to retrieve the clot. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that after deploying the device at the target zone in the internal carotid artery (ica) and waiting approximately for 5 minutes, the physician attempted to remove the subject retrieval device; however, severe resistance was encountered and the retriever device stent broke off close to the proximal marker just distal from the siphon. The attempt to remove the retrieved stent using a non-stryker retrieval device failed and the retriever stent remained in the carotid siphon of the ica. The procedure was stopped. The patient's condition was not affected by the event, remained the same as before the treatment. The physician stated that the cause of the event probably a combination of severe calcification in the ica and hard pulling the retriever device due to too much tension.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that after deploying the device at the target zone in the internal carotid artery (ica) and waiting approximately for 5 minutes, the physician attempted to remove the subject retrieval device; however, severe resistance was encountered and the retriever device stent broke off close to the proximal marker just distal from the siphon. The attempt to remove the retrieved stent using a non-stryker retrieval device failed and the retriever stent remained in the carotid siphon of the ica. The procedure was stopped. The patient¿s condition was not affected by the event, remained the same as before the treatment. The physician stated that the cause of the event probably a combination of severe calcification in the ica and hard pulling the retriever device due to too much tension.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic inspection of the returned device found that the trevo provue core wire was fractured at approximately 177.5cm from its proximal end and the core wire was approximately 1.5cm in the ss coil. There was a small amount of blood found on the core wire. No sign of stretching or kinking were found on the core wire distal end and ss coil. Sem (scanning electron microscopy) micrographs were obtained on the proximal separation site of the core wire and the coil (the distal separated section of the device containing the stent was not returned for analysis). The sem of the core wire showed some dimpling, evidence of a ductile fracture. There was no clockwise or counterclockwise direction seen in the surface analysis, so there was no evidence of torsion. It didn't appear to be bent as well. Given the dimpling pattern revealed in the sem analysis, the fracture was most likely ductile and occurred from a torsional overload. No material anomalies or inclusions were noted. In addition, energy-dispersive x-ray spectroscopy analysis (edx) was performed on the coil. Sem-edx analysis showed elements which could have originated in manufacturing or from the procedure. There was gold, tin, iron, nickel, chromium, manganese, and silicon found in the edx analysis. The gold and tin elements represent evidence of the solder used in the manufacturing process to connect the core wire to the distal stent. The stent section was not returned as it remained implanted. Additional information stated that the anatomy was severe tortuous. There were calcifications in the whole internal carotid artery (ica) and the thrombus was really hard. In the physician¿s opinion, the cause of the device breaking was probably a combination of calcification in the ica and hard pulling (too much tension) on the stent retriever. Based on the investigation results and the reported information, it is believed that the reported and observed retriever core wire fracture occurred under a tensional overload from a combination of the anatomical tortuosity, hard calcified clot, and too much pulling to retrieve the clot. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that after deploying the device at the target zone in the internal carotid artery (ica) and waiting approximately for 5 minutes, the physician attempted to remove the subject retrieval device; however, severe resistance was encountered and the retriever device stent broke off close to the proximal marker just distal from the siphon. The attempt to remove the retrieved stent using a non-stryker retrieval device failed and the retriever stent remained in the carotid siphon of the ica. The procedure was stopped. The patient&#62688;condition was not affected by the event, remained the same as before the treatment. The physician stated that the cause of the event probably a combination of severe calcification in the ica and hard pulling the retriever device due to too much tension.